Event description:
It was reported that this right atrial lead exhibited oversensing. Due to this, inappropriate anti tachy response (atr) were recorded. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).